Event description:
The customer contacted beckman coulter inc (bec) to report noting a small drip from the secondary mode rinse block as the manual (secondary) probe, which carries blood and diluent, goes to backwash on the lh500 instrument. Personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves was worn at the time of the event. The customer did not come in contact with the fluid and did not seek medical attention. No report of exposure (splash or sprayed) to mucous membranes or open wound was reported. No death, injury or change to patient treatment attributed or associated with this complaint, nor was there impact to sample results as a result of this event. On the day of the event a bec field service engineer (fse) observed that the drip was coming from the manual aspirate probe. The backwash arm cylinder was not actuating properly allowing for a full stroke. Fse replaced the backwash arm cylinder and disinfected the surrounding area. No further evidence of leaking was found. The root cause was a defective backwash arm cylinder (pn (B)(4)) not making full strokes and causing the manual aspirate probe to drip.

Manufacturer narrative:
(B)(4).